Event description:
Caller reported damage to the pump housing surrounding the usb port, affecting the ability to charge the pump but not causing a shutdown. There was no adverse impact on the customer¿s blood glucose level. Customer service planned to replace the pump and instructed the caller to send back the problematic pump using a pre-paid shipping label. The replacement was confirmed for delivery with required customer actions clearly communicated.